Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces. "

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. A revision procedure has been indicated due to possible poly wear, however, no revision has been reported to date. Additional information received revealed the initial total hip arthroplasty occurred in the early 1990's and a revision procedure was never scheduled with biomet.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. A revision procedure has been indicated due to possible poly wear, however, no revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. Initial reporter - unknown. 510k number - unknown. Manufacture date ¿ unknown.